Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the catheter was blocked and the liquid could not flow through it. The procedure was cancelled due to this event. The patient condition remained stable following the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(4). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the catheter was blocked and the liquid could not flow through it. The procedure was cancelled due to this event. The patient condition remained stable following the procedure. It was further reported that the procedure was completed with another of same device.